Event description:
It was reported that the patient presented to the ER with shortness of breath. Interrogation by remote transmission showed the ventricular lead threshold was high. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).